Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a procedure. Device interrogation post procedure revealed noise on the right ventricular lead. Noise observed made it unable to see capture and caused device inhibition. The lead was capped and replaced. Patient was stable post procedure.

Event description:
New information noted the right ventricular lead was also over-sensing and had high capture thresholds.